Event description:
The system was ventilating the pt in simv mode when the safety valve and the expiratory valve started banging open and closed and the unit alarming technical "check tubing". Smoke was noticed to be coming from the o2 module. It was also noticed that the expired pressure reading was showing minus 10 in e: display mode.